Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that per medwatch: IV remodulin. Spontaneous call from patient's husband reporting legacy pump malfunction. No disposable, clamp tubing error message. Patient was not home to trouble shoot during the call. The husband reported they did change cassette and restart pump, but still getting this error alarm. The husband reported that this happened about 3 weeks ago, they were sent a new pump-now happening with new pump. Confirmed that patient does have back up pump that is working. The husband estimates that wife will be home soon and without medication for about an hour. Pharmacist counseled that an hour without the medication should be ok, but, if it's going to be longer the patient should call the pharmacist, and if it?s too long patient should go to the emergency room. The husband reported patient also experienced one episode of vomiting last night. Emailed mtp leads to ship pump for next day early am delivery. The patient was not able to successfully continue their infusion and was instructed to informed cb if patient can't or hasn?t restarted ivr within one hour or if they have any issue with other pump at that time. The reported product fault occurs while in use with the patient. The product issue caused or contribute to patient or clinical injury since patient is currently without medication for approximately one hour, but patient is on her way home to switch out to functioning pump. The actual device is available for investigation. The device was replaced. No additional information available. Drug name: remodulin mdv, strength: 5mg/ml, manufacturer: united therapeutics additional information received and attached by ICU medical on 07-dec-2022 via email: per event report is for new pump serial number 406722, serial number of previous pump not provided in this report, however there was a previous recent event reported on 11/16/2022 which referenced issue with pump serial number 34146.

Manufacturer narrative:
No event history/ error log provided by customer. No product returned to verify or replicate the complaint. No photographic/ diagnostic evidence of complaint provided by the customer. The most probable cause is the dso sensor. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service previously.